Event description:
During the transapical tavr procedure, a 26mm sapien xt valve was successfully deployed no issues or complications were noted during the procedure. The patient was discharged to home in stable condition on post operative day (pod) 4. While at home, the patient passed out twice and returned to the hospital approximately 8 hours after discharge. A small pulmonary embolism was noted. It was also noted that the patient had multiple co-morbidities. Kidney function issues and an increase in the liver enzymes were noted prior to the patient¿s death from unknown causes pod13. No other information concerning the patient¿s death is available at this time. The native annulus measured 21mm x 29mm by CT (valve area of 505mm2). Mild annular calcification was reported.

Manufacturer narrative:
Additional narrative text. (B)(4). Attempts to gather additional information regarding the official cause of death were unsuccessful. The death certificate and autopsy report were not available for review. At this time the exact cause of the reported event cannot be confirmed. There was no indication of a device malfunction. However, it is possible that the patient¿s advanced age and co-morbidities (pulmonary embolism, kidney and liver insufficiency) may have contributed to the event. Since there is no indication of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required at this time. Should additional information be received this case will be reopened and investigated.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.